Manufacturer narrative:
Sample received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A hospital technician reported that a phaco handpiece stopped working during surgery. The event occurred during the quadrants stage of the surgery. The tip was replaced but the event was not resolved. The handpiece was exchanged and the surgery was completed with no patient harm. No additional information is expected.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The returned handpiece was connected to a calibrated system and attempted to be tuned. The returned handpiece could not tune and caused the system to generate a system message (sm) ¿ [tune failed ¿ handpiece current low (open circuit)] during the handpiece tuning process. The returned handpiece was disassembled and inspected. Water was found around the crystals inside the returned handpiece. No additional test was performed. Water ingress is known to cause the handpiece become functionally non-conforming. The phaco handpiece was manufactured on june 25, 2015. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 29, 2010. Based on qa assessment, the product met specifications at the time of release. The reported event of handpiece stopped generating phaco power could not be confirmed; therefore, the root cause of the reported event cannot be determined and remains inconclusive. The root cause of the observed sm can be attributed to the water ingress; however, how the water got inside the handpiece remains inconclusive. (B)(4).

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece met specifications at the time of release. The associated system met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).